Event description:
The customer stated, he was hospitalized for diabetic ketoacidosis. The blood glucose reading during the phone call was 206 mg/dl. Troubleshooting was performed and the insulin pump passed the leadscrew test. The customer did not have the tubing clamp to perform the high pressure test. Unable to check the programming because the insulin pump had been without a battery for more than one day and the settings had been erased. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.